Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted lvp keypad recall completed. Pm performed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11/26/2018 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from the date of manufacture 11/26/2018 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.